Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Evaluation of the returned device found the left pouch is totally empty and right pouch is almost empty. No non-conformance was found. Device history record (DHR) was reviewed and no discrepancies were found. Root cause of the reported event was unable to be determined. Handling error is suspected; the right pouch not being totally empty is indicative of the vacuum being stopped too early. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). The product within this report is a combination product. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the liquid could not mix with the cement. No patient consequences were reported. No further information is available at this time.